Event description:
It was reported by the customer that on (B)(6) 2011, the fiber hit the pocket and hit other gravel spec coming out; the fiber tip fractured at approx 16 inches at 93,395 joules. Also, it was reported that the fiber was cleaned out and all of the fiber tip was retrieved. No pt injury was reported.